Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had low pressure occasionally during surgery was confirmed. It was found that the pinch valve on the suction side of the main body was not working. The device was however returned to the customer without repair as per instructions. The defective pinch valve is thus the root cause of the reported complaint. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint#: (B)(4). Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had low pressure occasionally during surgery was confirmed. It was found that the pinch valve on the suction side of the main body was not working. The device was however returned to the customer without repair as per instructions. The defective pinch valve is thus the root cause of the reported complaint. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
There was no adverse consequence to the patient. It becomes low pressure occasionally during surgery. In addition, the field of view is defective if you do not press the blood stop frequently. The customer does not want to provide additional information about this pc.